Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and use error: observed opening assessed as surgical damage per rga. ¿ valve leak and/or damage: observed delamination on the valve assessed as adhesive failure. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "deflation." Healthcare professional confirmed deflation. Healthcare professional additionally reported "leak around valve" and "device cut to remove fluid." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, leak around valve.

Event description:
Healthcare professional reported left side "rupture/deflation". Later, healthcare professional confirmed deflation. Additionally, healthcare professional reported "leak around valve". Device has been explanted.